Event description:
Coiling treatment was conducted of an aneurysm. It was reported that the coil was prematurely detached partially within the artery. The coil and catheter were removed together. No injury was reported with the pt as a result of the procedure.

Manufacturer narrative:
Sample analysis: the implant coil and delivery pusher were returned. The coil and pusher reveal evidence of stretching, coil detachment is confirmed. (B)(4).